Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic with syncope. During interrogation, it was noted that the pulse generator had multiple magnet responses in the episode log but no stored electrograms. It was noted that the electrogram channel was programmed off. The device was reprogrammed and remained implanted.